Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a device malfunction. The file is closed. The investigation will be re-opened should additional data or device itself become available.

Event description:
It was reported that 59 months after the implantation of this system oversensing on ventricular and atrial channels and loss of capture were noted. The pacemaker and the leads remain implanted.